Event description:
Angioedema [angioedema]. Rha2 in lips [off label use]. Case narrative: united states report received from health professional via company representative on (B)(6) 2025 and refers to a 50-year-old female patient who had received rha2 on (B)(6) 2025 around 11 am for an unknown indication. The patient's previous cosmetic procedure included unspecified filler treatment for an unknown indication, with no reported issues. The patient's concurrent condition included allergies to kiwi. Concomitant medications, and food supplements were not provided. A volume of 0.4 ml of rha 2 was applied to the lips via needle technique. It was not reported if cannula was used for the administration. Lot#: 24221bl0, expiration date: 28-may-2027. The patient went through the same pre and post treatment procedure without any change and used same numbing cream. The hcp mentioned that the patient was a podcaster and started speaking for a couple hours after treatment. On (B)(6) 2025, (around 3 or 4 am), the patient experienced lip angioedema. The patient's treatment for the event included benadryl (diphenhydramine) and ice. The hcp was unsure if the event was related to filler. On (B)(6) 2025, the patient started with prednisone and at 10:30 am the patient was treated with red light. At the time of report, the outcome of the event lip angioedema was considered as resolving. The intensity of the event lip angioedema was not reported. It was unknown if the product was available for return. Pictures of the patient were provided. Health effect: clinical code: e1702, angioedema. Health effect: device code: a2304, off label use. No additional information was available at the time of this report. Company comment: a causal relationship between the rha2 and reported lip angioedema was assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.